Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for damage on the battery was performed. Customer advised the battery exploded and the device was exposed to moisture. Customer advised the battery acid caused moisture and device would not turn on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No blank display noted. Unit was received with cracked case at the bottom of the battery tube.